Event description:
The customer complained that discordant reactive vitros ahbc results were obtained from one patient sample when compared to a non-reactive result obtained from a new sample from the same patient four days later when run on two vitros 5600 integrated systems. Vitros ahbc test results: 0.08, 1.04 s/c (reactive) vs expected 3.06 s/c (non-reactive). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that discordant reactive vitros ahbc results were obtained from one patient sample when compared to a non-reactive result obtained from a new sample from the same patient four days later when run on two vitros 5600 integrated systems. The definitive assignable cause for the reactive vitros ahbc results is unknown. A mechanical issue with the engen aliquoter module is a potential contributing factor to the events, although this could not be definitively confirmed. In addition, a pre-analytical sample mix up or a reagent issue cannot be ruled out as contributing factors to the events.